Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery (rca) with a greater than 90 degree bend. A 3.50mm x 20mm liberte stent delivery system (sds) was advanced to treat the target lesion; however, the stent was unable to cross the lesion because the stent was misshaped during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and the original shelf box, inner pouch, carrier tube (hoop), product mandrel and protective tubing. The batch number on the returned device and packaging matched the reported batch number. The product mandrel and the protective tubing that is placed on the stent in manufacturing were in their respective as-manufactured positions on the device. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Magnified and visual inspection confirmed there was no damage to the stent. The hypotube was separated 32.5cm from the edge of the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery (rca) with a greater than 90 degree bend. A 3.50mm x 20mm liberte stent delivery system (sds) was advanced to treat the target lesion; however, the stent was unable to cross the lesion because the stent was misshaped during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.